Manufacturer narrative:
The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "rupture", "change in shape and three 'fake veins' coming from under the implants", "dizzy and foggy" and "area seems deflated and is tingly." And "implant is moving around everywhere". This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported left side capsular contracture, baker grade unknown and cysts.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side "rupture", "change in shape and three 'fake veins' coming from under the implants", "dizzy and foggy" and "area seems deflated and is tingly." And "implant is moving around everywhere". Patient additionally reported left side capsular contracture, baker grade unknown and cysts. Healthcare professional later reported "baker 4 capsular contracture, breast asymmetry, breast ptosis, breast implant rupture, dense breast tissue, multiple cysts are not device related, and peri implant fluid is identified". Device has been explanted.